Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer has been having problems with the sensor, transmitter, and the pump. Caller stated that the transmitter will only last a few days and not the full 6 days. Customer's sensor glucose value was 97 but her blood glucose was 453 mg/dl, so it was more than 100 points off. Caller stated that the customer is on dialysis. Customer had surgery and has had a lot going on lately. Customer has a back-up plan of syringes and insulin. Customer treated with a pump bolus. Customer has not contacted her health care provider regarding the high blood glucose. Customer has had 2 pancreatic kidney transplants and it makes her stomach very limited. Caller stated that he noticed that the basals were set too low so they made adjustments to bring down the bolus wizard settings. Customer's blood glucose went down to 152 mg/dl and sensor glucose value was 156 mg/dl. Customer was advised to do a complete set change.